Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient. On (B)(6) 2024, it was noted that the patient had developed uncontrolled hypertension and anemia, indicative of a potential type 2 non-st elevation myocardial infarction (nstemi). It was noted that the patient was diagnosed with non-stenosing three vessel coronary sclerosis. The decision was made to administer the patient 5mg of nitro, and a 4mg infusion of morphin in combination with 500mg of paracetamol. On (B)(6) 2024, the patient was also administered 2.5mg of zestril. On (B)(6) 2024 the patient was administered 5mg of amlodipine and 40 mg of pantoprazole. On (B)(6) 2024, the patient was administered 10mg of eliquis. On (B)(6) 2024, the patient was administered 500 mg ferinject and IV fluids. Subsequent to the previously filed report, additional information was received that the patient had remained hemodynamically stable throughout the implantation procedure. There was no clinically significant delay in the procedure. There were no difficulties experienced implanting the 29mm navitor valve. It was confirmed that on (B)(6) 2024, the patient did suffer a type non-st elevation myocardial infarction (nstemi). On (B)(6) 2024, the patient was administered 5mg of acidumfolicum. The patient was also administered 5mg of bisoprolol on (B)(6) 2024 and 2.5mg on (B)(6) 2024. The cause of the patient's hypertension is attributed to the patient's low hemoglobin/anemia. It was noted that the patient had been diagnosed with a chronic anemia prior to procedure, but hemoglobin values decreased following procedure. The patient was discharged in stable condition and good health on (B)(6) 2024.

Manufacturer narrative:
An event of hypertension, anemia, cardiac enzyme elevation, and myocardial infarction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. One week after the procedure, it was noted that the patient had developed uncontrolled hypertension and anemia, indicative of a potential type 2 non-st elevation myocardial infarction (nstemi). It was noted that the patient was diagnosed with non-stenosing three vessel coronary sclerosis. The cause of the patient's hypertension is attributed to the patient's low hemoglobin/anemia. It was noted that the patient had been diagnosed with a chronic anemia prior to procedure, but hemoglobin values decreased following procedure. Based on available information, the reported event appears to be related to a combination of patient condition (pre-existing anemia) and the implant procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient. On 31 january 2024, it was noted that the patient had developed uncontrolled hypertension and anemia, indicative of a potential type 2 non-st elevation myocardial infarction (nstemi). It was noted that the patient was diagnosed with non-stenosing three vessel coronary sclerosis. The decision was made to administer the patient 5mg of nitro, and a 4mg infusion of morphin in combination with 500mg of paracetamol. On (B)(6) 2024, the patient was also administered 2.5mg of zestril. On (B)(6) 2024 the patient was administered 5mg of amlodipine and 40 mg of pantoprazole. On (B)(6) 2024, the patient was administered 10mg of eliquis. On (B)(6) 2024, the patient was administered 500 mg ferinject and IV fluids.